Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the flushing channel on the evis exera iii colonovideoscope tested positive for less than one (1) colony forming unit (cfu) of pseudomonas species, staphylococcus hominis, and micrococci. The instrument channel tested positive for less than one (1) cfu of aerobic spore-forming agents and micrococci. The air/water channel tested positive for less than one (1) cfu of aerobic spore-forming agents. The issue was found prior to an on patient demonstration (opd). No patient harm reported. The scope was one (1) of two (2) reported colonovideoscopes contaminated with pseudomonas. Furthermore, two (2) additional bronchovideoscopes were sent for inspection as a precaution. This complaint is related to patient identifiers (B)(4).